Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at this time. A procedure form stated that this lead noted lv tip stimulation. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).